Manufacturer narrative:
(B)(4). Date sent: 11/16/2020. D4: batch # t5eg8v. Device analysis: the device was unsuccessfully tested for functionality using a test battery, confirming the product experience. Upon investigation, the motor was found to be defective as it displayed infinite resistance between the two terminals. The cause of the failure of the motor however could not be determined during the investigation. In addition, a known good motor was connected to the device and the device was successfully tested for functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open high anterior resection, the device could not be fired during use. The gap setting scale marked about 1.8 mm. The battery was reinserted 3 times, and the battery of another device was inserted too, but the issue did not improve. The back light was illuminated. The anvil of the device in question was placed as is and another device was used to complete the case. There were no adverse consequences to the patient. The procedure for the ovarian cancer was performed before this case. No stoma was built. No further information is available.